Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number:sc-8336-50, serial number: (B)(4), batch/lot number: 7048402, model/catalog description:coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. No further information could be obtained.